Event description:
A patient receiving a cardiac ablation procedure including use of ez steer navigational 4mm catheter experienced cardiac tamponade and required pericardiocentesis. It was reported that a pericardial effusion was noticed after the procedure was completed. After the procedure was completed, the patient's blood pressure dropped a lot. After coming from sedation, the patient complained of jaw pain. The caller reported that the pericardial effusion was confirmed with an external ultrasound probe. The pericardiocentesis was performed and that at least 180 ml of fluid was removed from the patient. The patient was reported to be in stable condition. The physician was out of the normal quad catheters that he usually uses and the physician used a woven non-bwi catheter during the procedure instead. The physician noticed that the woven non-bwi catheter was stiff when using it inside the patient and that the physician thought that a perforation and pericardial effusion were caused by the woven non-bwi catheter. The medical team had to cardiovert the patient 3 times and that the physician believed the woven non-bwi catheter poked through during one of the cardioversions. Per internal review, it was determined that since ablation was completed, the ablation catheter cannot be completely dissociated a contributor to the cause of pericardial effusion even though the speculated cause was a non-bwi catheter. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).